Manufacturer narrative:
(B)(4). Unit passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit alarmed pump error 68, pump error 49 and pump error 23 after battery insertion, had high sleep current measurement, alarmed pump error 75 noted during self test and was returned for power error that was confirmed in the formatted history file due to internal lithium battery not plugged in properly. After properly plugging in the internal lithium battery, the unit functioned properly with no unexpected pump error 68, pump error 49, pump error 23 noted after battery insertion. The sleep current measurement was retested and was now in specification range. No pump error 75 noted during self test. Unit passed the self test. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was unknown at time of incident. Customer states that internal source was unable to charge and notification light stop flashing immediately. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will be return for analysis.